Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment of an unknown stent graft with limb thrombosis. It was reported during the index procedure difficulty was encountered when the physician attempted to reinsert the balloon through the sentrant sheath. The balloon was replaced with an additional reliant balloon and the procedure completed. It was noted that the reliant balloon was fully deflated for reinsertion. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.